Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Water tightness was not maintained due to perforation of the forceps channel. In addition to the finds reported in b5, the curved tube is crushed. The bending angle was insufficient due to the elongation of the angle wire. The flexible tube of the insertion section was crushed. The insertion tube was buckled. The insertion tube was discolored. The insertion tube, operation part, grip, switch box, angle lever, up/down plate, universal cord and scope connector was scratched. Dirt that was difficult to remove on the curved rubber. The curved rubber adhesive part was missing. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera bronchovideoscope experienced a leakage. There was no report of user or patient harm associated with this event. During incoming inspection, the coating of the image guide serpentine was peeling off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the event occurred during reprocessing following a diagnostic procedure. The procedure was completed without delay.